Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (10 mg/ml at an unknown dose) via an implanted pump for non-malignant pain. It was reported that they were doing a revision today to move the pump as it keeps flipping in the stomach. The caller stated this was due to the fact they didn't suture it in place at implant. The caller stated the pump had been empty since may.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that cause: the patients pump was not able to be refilled because the pump flipped so the reservoir port faced the inside of the patient¿s body. Action/intervention: the pump was placed in the back instead of in the stomach as it was initially. The pump was also replaced. Outcome: the issues were resolved.